Event description:
It was reported that the user¿s ilet paired with a libre 3 plus was not providing glucose readings, the ilet displayed prompts to enter a blood glucose or connect a continuous glucose monitor (cgm), dosing had stopped per device alarms, and the user had received a ¿replace sensor now¿ alert; the customer care agent guided the user to pair a new sensor via the ilet app and advised that readings would begin after the warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, though there was a delay to therapy while awaiting sensor replacement and warmup. Investigation of this case revealed no device problem, with a usage issue identified and characterized as an improper or incorrect procedure, and no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.